Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). The aus balloon was removed and replaced with a new one and a second cuff was added. No patient complications reported.